Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There are no ncmr¿s which could be considered related to the reported event recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped cauterizing frequently. The sales rep verified that the appropriate amount of time was waited if the device was "timing out". Confirmed full 30 second period was waited however device continuously was haulting cauterization during procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.